Event description:
During preparation for a procedure using a penumbra system pump, a strong smell of electrical fire/smoke was noted upon initiating the pump. The smell went away eventually; however, the device was not used.

Manufacturer narrative:
Results: there is no visible damage to the exterior of the pump. The pump was connected and powered on for 30 minutes and no smell or smoke was noticed. Vacuum pressure was held at -30 in hg for the full 30 minutes. The pump appears to be fully functional. Conclusion: the complaint has been evaluated. The complaint indicates that there was a strong smell of electrical fire/smoke when it was first powered on. Evaluation of the returned pump could not confirm the complaint. Vacuum pressure was held at -30 in hg for 30 minutes without any observed issue including an abnormal sound or smell coming from the pump. The pump is fully functional. The cause of this complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.